Manufacturer narrative:
(B)(4). Event date and concomitant product: on an unreported date, the patient experienced a system error 2240 during therapy. An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during therapy. The home patient was connected at the time of the alarm. The technical service representative reviewed proper procedures with the reporter and advised the reporter to notify the nurse about the received alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.